Manufacturer narrative:
(B)(4). Physio-control has not received the device for evaluation.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any audible voice prompts when pressing the on/off button and opening the device lid. Without voice prompts, the device would not have the ability to charge and deliver defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be contamination on the on/off button causing the button to no longer make electrical contact.